Event description:
It was reported that the patient with this pacemaker experienced a pre-syncopal episode and felt lightheaded. Upon interrogation, it was noted that this pacemaker had an alert and it had reverted to safety mode. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.